Event description:
The customer reported via phone call that they only have 1 cc left of insulin. Customer has a limited amount of insulin and was trying to change their pump. Customer stated that they don't receive any alarms. Customer loses 20 to 30 units when they have to disconnect after priming the tubing. Customer stated that the force sensor seems like it's not working or detecting the reservoir. Customer has also had unexplained high blood glucose and low blood glucose. Customer has gone to bed eating butter popcorn and sometimes their blood glucose is high or low. Customer's blood glucose was 47 mg/dl this morning. Customer stated that it deducted from the insulin but not the insulin on board. Customer also stopped using the sensor. Customer thinks the pump hasn't been deducting correctly. Customer stated that sometimes the sensor needle was bent. Customer has had 4 or 5 sensors that were bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.